Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of unspecified access sets disconnected and subsequently leaked. The event was further described as "the slip tip tubing comes out of the hub of the IV catheter despite their efforts to tape it together, while the IV catheter was still in a patient vein". The solution will still keep running. There was no report of patient injury or medical intervention associated with this event. No additional information is available.